Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Investigation: the device has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Labeling review: IFU baw1400000 states in section 2: indications for use "the lutonix® catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation, for treatment of stenotic lesions of dysfunctional native arteriovenous dialysis fistulae that are 4 mm to 12 mm in diameter and up to 80 mm in length." In section 4: warnings it states "compromising the structural integrity of the device and/or failure which, in turn, may result in patient injury....." And "do not exceed the rated burst pressure (rbp) recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over-pressurization, use of a pressure monitoring device is recommended." In section 5.1: general precautions it states "the safety and effectiveness of lutonix catheter have not been established for treatment in cerebral, carotid , coronary or renal vasculature." In section 5.4: device use/ procedure precautions states "predilatation with uncoated pta catheter is required prior to use of lutonix catheter. Always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter...." In section 8: potential adverse events it states "potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event. Expiration date: (08/2021).

Event description:
It was reported that during an angioplasty procedure in an av fistula, the balloon allegedly ruptured on the first inflation at 10atm. Another device was used to complete the procedure. There was no reported patient injury.